Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurements greater than 2000 ohms and loss of capture (loc). It was reported that the impedance measurement during implant was normal. At this time it is unknown if a revision procedure has been performed. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A complete lead was returned with cut in the insulation approximately 29 cm from the terminal pin. The allegation of perforation against the lead was not confirmed through testing. This lead model 0285 is a tine lead which does not have a helix feature.

Event description:
Additional information was received that the cause of high oor pli was perforation of right ventricular wall. A revision procedure was done in which this lead was explanted. No additional adverse patient effects were reported.